Event description:
Information indicated the left head siderail will not latch.

Manufacturer narrative:
The swing arm weldment on left siderail was found broken. The siderail was replaced to resolve issue.